Manufacturer narrative:
On 11/4/2019, it was reported to mentor that the product received is the correct affected product, unknown saline mentor breast implant , lot number is unknown, catalog number is unknown, serial number is unknown 325cc. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the device a some creases was noted on posterior aspect. Leak test reveal two ruptures within the creases, rupture a measuring approximately 0.5 cm and rupture b 0.3 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/22/19, it was discovered by mentor that section d10 was not filled out in the previous report that the device was received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, one 325cc implant received. Device received does not match affected product description of 650cc. Clarification is in progress. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate plus profile 650cc , catalog number 3502650 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a mentor smooth round moderate plus profile 650cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with mentor smooth round moderate plus profile 800cc on (B)(6) 2019.